Event description:
It was reported that during a percutaneous transluminal coronary angioplasty advanced to a total occlusion, through the struts of a previously placed grii stent. The tip of the wire looped and separated, and remains in the pt. No attempt was made to snare the wire tip. Pt status is listed as "ok".